Event description:
"A customer reported the following information to covidien: a patient with multiple co-morbidities expired while on an 840 ventilator. The ventilator screen went blank but the ventilator continued to deliver breaths to the patient, just no screen display. The patient's vital signs were found to be stable. The patient was removed from the subject ventilator and bagged pending transfer to a second ventilator. The patient was placed on a second ventilator with the same settings as the first ventilator. Subsequently, the patient's vital signs deteriorated and a code blue was activated. The patient was removed from the second ventilator and bagged. The customer requested that covidien perform an evaluation of the ventilator." A covidien customer support engineer ("cse") inspected the subject ventilator and its logs. The cse found that the graphical user interface ("gui") display was blank and replaced the gui cpu. The cse found no indication of a malfunction which would have affected ventilation. The cse performed a short self test, extended self test, performance verification tests and calibration. The ventilator passed all testing. (B)(4).

Manufacturer narrative:
"Additional information reported by the customer to covidien: the patient responded to the code, her vital signs improved and she was connected back to the second ventilator. The patient's status was changed to dnr per the family. The patient later expired while on the second ventilator. The patient had been on the second ventilator for about an hour.